Event description:
Caller reported that pump became hot to touch, which rendered it non-functional. There was no adverse impact to the customer¿s blood glucose level. The customer intended to use multiple daily injections (mdi) as a backup therapy while technical support sent a replacement pump with updated software. Customer was informed about the steps to take upon receiving the replacement and return process for the problematic pump.